Manufacturer narrative:
This report is submitted on november 11, 2019.

Event description:
Per the clinic, the implant had extruded resulting in the internal magnet falling out. The patient has been treated with antibiotics. The implant remains in-situ.